Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is june 1, 2015.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed mastitis of the left breast which then infected the system. The patient was hospitalized and intravenous antibiotics were administered. The system was successfully explanted. No additional adverse patient effects were reported. The s-ICD system is not expected to be returned.